Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125202. Medical device expiration date: 2023-12-17 device manufacture date: 2020-11-25 medical device lot #: 20125653 medical device expiration date: 2023-12-17 device manufacture date: 2020-12-03 investigation summary: five mz1000 (B)(4) products from lot 20125202, and four mz1000 china products from lot 20125653 were received without packaging for investigation. No connecting products were received to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. A review of the production records for lots 20125653 and 20125202 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 (B)(4) product in the past 12 months.

Event description:
It was reported that 5 bd maxzero¿ needleless connectors from lot 20125202, and 4 connectors from lot 20125653 were blocked when connecting the infusion set. The following information was provided by the initial reporter, translated from chinese to english: "transparent needle-free connector - plug tube, do not drain liquid when connecting infusion set"